Event description:
Additional info received form the MFR on 09/23/1998: a review of the lot history records revealed that this lot had one pallet screened for loose eye slugs which were detected during the packaging inspection. It is possible that one of these operators who had to open the escon tube to remove the catheter to examine it for loose eye slugs, could have inadvertently left one catheter out of the package. The empty escon tube will be reviewed with all of the operators who conducted the screening operation and the original operator who loaded the product into the escon tube the first time.